Event description:
It was reported that the patient presented for follow-up with noise exhibited by the right ventricular lead. No interventions were made. The patient was stable.

Event description:
It was reported that the patient presented for follow-up with noise and low pacing impedance exhibited by the right ventricular lead. No interventions were made. The patient was stable.

Manufacturer narrative:
Correction: b5.